Manufacturer narrative:
One device was returned for analysis of complaint that moisture is suspected in the pump, and it beeps immediately upon start and gives an error code. Investigation of the service history of this device shows that this device has not been in for service yet. Review of event log found no relevant information. Visual and functional testing was performed. The downstream occlusion (dso) seal was delaminated. After pump started, error code was displayed, confirming complaint. The reported issue was addressed by replacement of the mainboard and dso seal.

Event description:
It was reported that moisture is suspected in the pump and it beeps immediately upon start and gives an error code. There was no patient involvement.